Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000524, lot/serial #: (B)(6) product ID: bi31000172, lot/serial number: (B)(6) h3) the battery charger was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Charger board failed visual inspection. Heat sink on board is broken off. Physically damaged. B01, c07, d02 the pcba board was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Pfc board passed visual inspection and bench test. 110vac was used to power throughout the board while the boards output was 380vac, which is with in the correct output spec. When 24vac was applied to the fan, the fan was fully functional. No fault found. B01, c19, d14 the motor battery charger and power board were returned for analysis and are still under investigation at this time. B21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000514; lot/serial #: (B)(6); product ID: bi71000581; lot/serial #: (B)(6). H3: the motor battery charger was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The charger failed bench test due to low voltage fan vdc and high voltage on charger d output test. All leds were lit. B01, c02, d02 the pcba power board was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The mobile view station (mvs) power board passed visual inspection. All fuses on the power board passed continuity test. Installed power board into known functional system. System initialized, batteries readied, and 2d/3d was taken successfully. No problem found. B01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The batteries, charger, pcf board, and pcba were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had a low battery.